Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The product analysis laboratory (pal) evaluated the returned device. The device failed rite (returned instrument test/evaluation) testing for heater bag temperature failed functional specification. The device was tested and did not meet functional performance specifications in relation to the reported condition. The device passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test. External/internal inspection was performed and passed. Three priming sequences and a simulated therapy were completed and no errors occurred. Installed test accomp printed circuit board (pcb) and the pump assembly and heater pan were functioning properly. Reinstalled original accomp pcb and neither heater pan nor pump assembly were functioning. The assignable cause for the rite failure was determined to be a malfunctioning accomp pcb due to overheated j1/p1 connector. A review of the service history determined the previous return of the device was not for any issues related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for heater bag temperature failed functional specification-stopped for fluid temperature 29.9 degrees celsius.